Event description:
Pt presents to our ER with non-stemi (B) (6) 2010, 0801. Films reveal the ramus has visible stents in the proximal segment. The stent has visible thrombus and a 90% occlusion. Pt had stopped taking plavix 7 days prior. A 3.0x20 merlin nc to pre-dilate. Repeat films reveal 0% residual stenosis, however, just distal to stented segment, there remains a 70% stenosis followed by a subtotal occlusion distally. A 2.75x32 liberte positioned in mid-segment. Repeat films reveal 0% residual stenosis, however, some dissection noted. A 1.5x20 apex used to contain dissection with serial inflations. Repeat films reveal timi iii flow. Discharged on asa and plavix.